Manufacturer narrative:
Section d8/9 - device available for evaluation, device returned to manufacturer, and date device returned to manufacturer. The closed loop stimulator was returned to saluda for analysis and passed all functional testing, including temperature monitoring without any noted issues. Review of device logs identified one charging event performed by the patient, and although a high temperature event was logged during charging, this is not considered likely to have contributed to the reported event. When a high temperature event occurs, the device is intended to log a high temperature event and charging stops to ensure that the device remains a safe temperature. The cause of the reported event could not be conclusively determined, however it is possible that the patient¿s previous surgical wound became irritated which may have resulted in a warm sensation.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported that their pocket site felt hot when their scs system was turned on. The patient had a preexisting wound which had deteriorated to where the patient¿s cls was visible. The system was explanted, and necrotic tissue was excised. The patient¿s wound was washed and packed out, and a surgical drain was placed.